Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: corrected: d9 (device returned date) reported issue: the bar locks, but the bar comes off when it is rotated. No further information is available. A visual and functional assessment was performed on the device. The following steps failed: verification: vibration: during service/repair the following was observed (technician note): [pre-internal comment: ng (fail), not reproducible, abnormal noise and vibration present] [post-internal comment: ok] [treatment performed: bearing replacement, consumable parts replacement] during the service evaluation the following failures were identified: functional : vibration functional : noise - unexpected conclusion: ¿ failure reported is not confirmed ¿ root cause: faulty parts (3210) ¿ action: repair device history review no manufacturing record evaluation required as no manufacturer or service related issue found.

Event description:
It was reported that the cutter would lock into the attachment device, but would come off (disengage) when rotated. It was not reported if the device was used in surgery. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once the investigation has been completed, a follow-up report will be submitted accordingly.